Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash all over her body while wearing the device. It went to her neck and into her head. She swelled up as well. The patient's physician advised the patient to end use due to the irritation. It was reported that the patient's irritation improved after removing the device.